Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The pink slide moved forward; however the cannula did not insert into the skin, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.